Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was defective. The patient's mother noticed on the second day of use the infusion tubing had holes and that the patient was not receiving any insulin.